Manufacturer narrative:
The reported noise was confirmed in the laboratory. Insulation damage was observed at 30.8cm to 31.2cm from the helix tip. Inside-out abrasion was observed at 13cm to 15.6cm and clavicle crush was observed at 29.8cm to 31.5cm from the helix tip. The rv cables were exposed but not abraded. Further analysis found insulation abrasion between 42.5cm and 44cm from the helix tip. The efte insulation and one of the rv cables were abraded open in this area. This abrasion is consistent with lead friction to the ICD.

Manufacturer narrative:
No medwatch form was received.

Event description:
The patient received a vibratory alert due to an abrupt decrease in hv lead impedance in the rv coil to can vector. Possible lead insulation break. The lead appeared to be pinched around the clavicle. The lead was explanted.